Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, after retrieval of the dilator an unusual amount of air was aspirated through the flushing port. The physician then removed the guide wire. Still, air could be aspirated through the flushing port. The sheath was not replaced as the valve was occluded with the physician&#38112;thumb. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were not returned. The flexcath sheath was returned and analyzed. Visual inspection of the sheath showed that the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. A dissection showed that the hemostatic valve was leaking and the valve was torn. In conclusion, the reported issue of air aspiration through the flushing port was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.